Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), hypoaesthesia ("still struggling with hands and feet numbness"), pain in extremity ("feet pain"), rheumatoid arthritis ("my ra has returned"), abdominal distension ("bloating"), migraine ("migraines") and fibromyalgia ("fibromyalgia") and was found to have weight increased ("I've not lost any weight"). The patient was treated with surgery (essure removed). Essure was removed on 3-aug-2015. At the time of the report, the pelvic pain, rheumatoid arthritis, migraine and fibromyalgia outcome was unknown, the fatigue and abdominal distension had resolved and the hypoaesthesia, pain in extremity and weight increased had not resolved. The reporter considered abdominal distension, fatigue, fibromyalgia, hypoaesthesia, migraine, pain in extremity, pelvic pain, rheumatoid arthritis and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal distension, fatigue, hypoaesthesia, medical device removal, pain in extremity, rheumatoid arthritis and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: social media received- new event fibromyalgia was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), hypoaesthesia ("still struggling with hands and feet numbness"), pain in extremity ("feet pain"), rheumatoid arthritis ("my ra has returned"), abdominal distension ("bloating") and migraine ("migraines") and was found to have weight increased ("I've not lost any weight"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, rheumatoid arthritis and migraine outcome was unknown, the fatigue and abdominal distension had resolved and the hypoaesthesia, pain in extremity and weight increased had not resolved. The reporter considered abdominal distension, fatigue, hypoaesthesia, migraine, pain in extremity, pelvic pain, rheumatoid arthritis and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal distension, fatigue, hypoaesthesia, medical device removal, pain in extremity, rheumatoid arthritis and weight increased . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), hypoaesthesia ("still struggling with hands and feet numbness"), pain in extremity ("feet pain"), rheumatoid arthritis ("my ra has returned"), abdominal distension ("bloating") and migraine ("migraines") and was found to have weight increased ("I've not lost any weight"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, rheumatoid arthritis and migraine outcome was unknown, the fatigue and abdominal distension had resolved and the hypoaesthesia, pain in extremity and weight increased had not resolved. The reporter considered abdominal distension, fatigue, hypoaesthesia, migraine, pain in extremity, pelvic pain, rheumatoid arthritis and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal distension, fatigue, hypoaesthesia, medical device removal, pain in extremity, rheumatoid arthritis and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added: pelvis pain, migraines. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my tubes/coil removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced fatigue ("fatigue"), hypoaesthesia ("still struggling with hands and feet numbness"), pain in extremity ("feet pain"), rheumatoid arthritis ("my ra has returned") and abdominal distension ("bloating") and was found to have weight increased ("I've not lost any weight"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and rheumatoid arthritis outcome was unknown, the fatigue and abdominal distension had resolved and the hypoaesthesia, pain in extremity and weight increased had not resolved. The reporter considered abdominal distension, fatigue, hypoaesthesia, medical device removal, pain in extremity, rheumatoid arthritis and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal distension, fatigue, hypoaesthesia, medical device removal, pain in extremity, rheumatoid arthritis and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.